Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Detailed analysis of the device was not performed at this time due to pending litigation. Therefore, we are unable to fully evaluate the reported event.

Event description:
It was further reported that during the explant of the right ventricular lead (due to the need for av nodal ablation), the atrial lead was knocked out. The lead was explanted and replaced. No patient complications have been reported as a result of this event.